Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection found it to be in good physical condition. Device underwent functional testing; unable to confirm the reported customer complaint. Unit was inflated and visually inspected for 10 seconds. No leakage was observed. B1, h1: corrected data; incident does not meet the definition of a serious injury, as device did not require medical or surgical intervention to preclude serious impairment of a body structure or function. This incident is a malfunction reportable incident.

Event description:
Information was received indicating that no anomaly was observed at the pre-use check of a smiths medical bivona tube neo/ped aire-cuf tracheostomy tube, however, during the its use, the customer noticed air pressure of the cuff was lowered sooner than usual. The user suspected that the cuff was damaged and they stopped using the product. There was no patient injury.